Manufacturer narrative:
Analysis found the complete lead was returned in one piece and was measured at 75.1 cm. The lead was found to be within specifications. Other damages noted were sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced successfully and patient condition was stable.